Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the knife blade remained exposed and would not retract on the endo wrist one vessel sealer instrument. The instrument was in use for one hour prior to the reported event. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, during visual inspection, failure analysis investigation found the blade was stuck on the side of the grips. The blade was completely detached from the cable and the blade appeared to be missing material. The blade was able to be removed from in between the grips. The blade cable was manually extracted to see if material missing was attached on the cable. A piece of the metal knife blade was broken off at the proximal end. The damaged area appeared to be missing a piece approximately .0270 in length. The blade was inspected under a microscope and observed with yellowish-orange material on the surface, which resembled metal corrosion. The same residual lay was spotted on the electrodes in between the grips where the blade was found during primary fa. Metal corrosion was also spotted at the blade and cable interface. Evidence not conclusive but the damages found indicated the damage likely occurred during reprocessing. Additional observation not reported was all 12 of the snake wrist cables were broken at which point the conductor wires were supporting the grips, causing the snake wrist to be loose and become dislodged when moved. The conductor wire and grips showed no damage. No other damage was found.